Event description:
An outside law firm reported that a patient experienced ongoing complications associated with a right total knee arthroplasty. According to available records, the patient reportedly sustained a fall approximately one year and seven months prior to the (B)(6) 2018 office evaluation, resulting in a proximal tibial fracture. Clinical evaluation documented worsening right knee pain and instability following the fall. Comparison imaging reportedly demonstrated loosening and proximal migration of the femoral component with displacement at the cement-metal interface. The femoral component was described as loose both anteriorly and posteriorly. On (B)(6) 2018, the patient presented with continued right knee pain that reportedly worsened with activity and interfered with activities of daily living. Clinical impression documented a right knee loose prosthesis. Conservative treatment reportedly provided only mild benefit. On (B)(6) 2018, the patient underwent revision arthroplasty of the right knee for a failed femoral component with aseptic loosening. Operative findings reportedly noted loosening of the femoral component. Revision components, including a revision femoral component with stem and augments, were implanted. No intraoperative complications were reported in the available records. Follow-up records dated march 21, 2025, documented continued right knee instability with medial, lateral, and anteroposterior laxity. The treating physician documented loosening of the femoral component and likely loosening of the tibial component. The patient reportedly ambulated with a cane and antalgic gait. Additional revision surgery was discussed. This report is filed under ais reference (B)(4).